Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon review of the transmission, the right atrial (ra) lead exhibited inappropriate mode switch due to noise oversensing, while the left ventricular (lv) lead showed a high capture threshold issue. During the procedure, with the pocket open, visual inspection revealed insulation damage on the ra lead. The ra lead was explanted and replaced, while the lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Device interrogation revealed that the right atrial (ra) lead exhibited inappropriate mode switch due to noise oversensing which was reproducible with isometrics, while the left ventricular (lv) lead showed a high capture threshold issue. During the procedure, with the pocket open, visual inspection revealed insulation damage on the ra lead. The ra lead was explanted and replaced, while the lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Correction: section b5 - the correct event description should have been "it was reported that the patient presented for a follow-up in the clinic. Device interrogation revealed that the right atrial (ra) lead exhibited inappropriate mode switch due to noise oversensing which was reproducible with isometrics, while the left ventricular (lv) lead showed a high capture threshold issue. During the procedure, with the pocket open, visual inspection revealed insulation damage on the ra lead. The ra lead was explanted and replaced, while the lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout." Rather than "it was reported that the patient presented for a follow-up in the clinic. Upon review of the transmission, the right atrial (ra) lead exhibited inappropriate mode switch due to noise oversensing, while the left ventricular (lv) lead showed a high capture threshold issue. During the procedure, with the pocket open, visual inspection revealed insulation damage on the ra lead. The ra lead was explanted and replaced, while the lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout." Correction section b6 ¿ ¿isometrics¿ should have been included in b6.